Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that at a time of maintenance, a ht50 ventilator generated an abnormal noise when the relief valve pressure was being set. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation: a service engineer evaluated the ventilator and replaced the manifold assembly. Medtronic received the replaced manifold assembly for failure investigation. The subassembly was placed in a ht50 test unit. The device was allowed to ventilate with standard test settings per the ht50 service manual. No abnormal noise was observed during ventilation. The reported symptom could not be duplicated or confirmed, but a different symptom was observed. During testing, the vacuum pressure displayed a rapid decrease in pressure, indicating the manifold failing the system leak test; the evaluation was unable to determine the cause. The new failure was verified but not related to the initial complaint. No corrective actions were initiated because no root cause was identified. If information is provided in the future, a supplemental report will be issued.